Event description:
Medical examiner's office called to report the patient passed away. Customer was wearing the pump at the time of death. Also stated when the canula was removed it was bent and no longer was inserted into the skin. The cause of the death is unknown at this time. The date of the death has been determinated to be in 2001.